Manufacturer narrative:
The meter and test strips will not be returned. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastin between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results with coaguchek xs meter serial number (B)(6) compared to a laboratory using an unknown reagent. The meter result was 6.7 inr or 6.9 inr on the meter. The result from the laboratory within four hours was 4.5 inr or 4.6 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer tests at varying intervals depending on their results.